Event description:
Severe burning and pain, burn blisters [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) years-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at an unknown frequency for back pain at lumbar spine. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced severe burning and pain, burn blisters after approximately four hours of thermacare use in the area where the heat cells lied on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable consumer and a contactable nurse. A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), for back pain at lumbar spine and muscle tension (lot number was l44146, exp. Date mar2018), it was used for the first time only once on (B)(6) 2016 from about 10.30 am to 3.00 pm. The patient medical history was not reported. The patient's concomitant medications included diclofenac resinate (voltaren resinat) capsules used from (B)(6) 2016 to (B)(6) 2016 at 75 mg twice a day for pain. The patient previously used other heat products for pain relief (hot water bottle for 1-2 days) and no side effects were observed; the patient had dark and not sensitive skin; attached the adhesive to his body; the patient did not engage in exercise while using the product and did not check his skin under the product while wearing thermacare. The patient read the usage instructions on thermacare before using it. The patient experienced severe burning and pain, burn blisters filled with water in the area of lumbar spine after approximately four hours of thermacare use in the area where the heat cells lied, after peeling of the skin: open, wet skin area on (B)(6) 2016 afterwards, formation of crust in 2016, no treatment was received, no hospitalization. Upon follow up received 29mar2016, it was reported the patient was currently under the care of a physician for condition after lipoma resection on belly. The event crust was not resolved, outcome of did not check his skin under the product while wearing thermacare and lipoma resection on belly was not reported and all other events were resolved in 2016. The pharmacist was consulted for the reported problems. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (29mar2016): new information received from the nurse who is wife of the consumer included: new events peeling of the skin: open, wet skin area, formation of crust, lipoma resection on belly, event onset date, no treatment was received, no hospitalization, event outcome, lot number, expiration date, product start date, frequency, concomitant medication. Follow-up (07apr2016): new information received from product quality complaint group included investigation results. Company clinical evaluation comment: based on the information provided, the events burn blister and peeling of the skin: open, wet skin area, formation of crust as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of lipoma is medically assessed as serious and not associated with the use of the device. The device misuse is assessed as non-serious and associated with the use of the device. This case meets follow-up10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister and peeling of the skin: open, wet skin area, formation of crust as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of lipoma is medically assessed as serious and not associated with the use of the device. The device misuse is assessed as non-serious and associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burning pain - burn blisters [burns second degree]. After peeling of the skin: open, wet skin area [skin exfoliation]. After peeling of the skin: open, wet skin area [wound]. Formation of crust [scar]. Did not check his skin under the product while wearing thermacare [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer and a contactable nurse. A (B)(6)-year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) for back pain at lumbar spine and muscle tension (lot number was l44146, exp. Date mar2018), it was used for the first time only once on (B)(6) 2016 from about 10.30 am to 3.00 pm. The patient's medical history included lipoma (lipoma resection on belly). From an unspecified date (reported as occurring before use of thermacare heatwraps). The patient's concomitant medications included diclofenac resinate (voltaren resinate) capsules used from (B)(6) 2016 at 75 mg twice a day for pain. The patient previously used other heat products for pain relief (hot water bottle for 1-2 days) and no side effects were observed; the patient had dark and not sensitive skin; attached the adhesive to his body; the patient did not engage in exercise while using the product and did not check his skin under the product while wearing thermacare. The patient read the usage instructions on thermacare before using it. The patient experienced severe burning and pain, burn blisters filled with water in the area of lumbar spine after approximately 4 hours of thermacare use in the area where the heat cells lied, after peeling of the skin: open, wet skin area on (B)(4) 2016 afterwards, formation of crust in 2016, no treatment was received, no hospitalization. Upon follow up received (B)(6) 2016, it was reported the patient was currently under the care of a physician for condition after lipoma resection on belly. The event crust was not resolved, outcome of did not check his skin under the product while wearing thermacare was not reported and all other events were resolved in 2016. The pharmacist was consulted for the reported problems. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the nurse who is wife of the consumer included: new events peeling of the skin: open, wet skin area, formation of crust, lipoma resection on belly, event onset date, no treatment was received, no hospitalization, event outcome, lot number, expiration date, product start date, frequency, concomitant medication. Follow-up (07apr2016): new information received from product quality complaint group included investigation results. Follow-up (14apr2016): new information received from contactable consumer includes: updated medical history to include lipoma and reaction data (removed event lipoma as this was clarified as medical history). No follow-up attempts needed. No further information expected. Company clinical evaluation comment: based on the information provided, the events burn blister and peeling of the skin: open, wet skin area, formation of crust, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. This case meets final10-day EU and 30-day FDA reportability case comment: based on the information provided, the events burn blister and peeling of the skin: open, wet skin area, formation of crust, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. This case meets final10-day EU and 30-day FDA reportability.

Event description:
Burning pain - burn blisters [burns second degree]. After peeling of the skin: open, wet skin area [skin exfoliation]. After peeling of the skin: open, wet skin area [wound]. Formation of crust [scar]. Lipoma resection on belly [lipoma]. Did not check his skin under the product while wearing thermacare [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer and a contactable nurse. A (B)(6) years-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), for back pain at lumbar spine and muscle tension (lot number was l44146, exp. Date mar2018), it was used for the first time only once on (B)(6) 2016 from about 10.30 am to 3.00 pm. The patient medical history was not reported. The patient's concomitant medications included diclofenac resinate (voltaren resinat) capsules were used from (B)(6) 2016 to (B)(6) 2016 at 75 mg twice a day for pain. The patient previously used other heat products for pain relief (hot water bottle for 1-2 days) and no side effects were observed; the patient had dark and not sensitive skin; attached the adhesive to his body; the patient did not engage in exercise while using the product and did not check his skin under the product while wearing thermacare. The patient read the usage instructions on thermacare before using it. The patient experienced severe burning and pain, burn blisters filled with water in the area of lumbar spine after approximately four hours of thermacare use in the area where the heat cells lied, after peeling of the skin: open, wet skin area on (B)(6) 2016 afterwards, formation of crust in 2016, no treatment was received, no hospitalization. Upon follow up received (B)(6) 2016, it was reported the patient was currently under the care of a physician for condition after lipoma resection on belly. The event crust was not resolved, outcome of did not check his skin under the product while wearing thermacare and lipoma resection on belly was not reported and all other events were resolved in 2016. The pharmacist was consulted for the reported problems. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the nurse who is wife of the consumer included: new events peeling of the skin: open, wet skin area, formation of crust, lipoma resection on belly, event onset date, no treatment was received, no hospitalization, event outcome, lot number, exp date, product start date, frequency, concomitant medication. Company clinical evaluation comment: based on the information provided, the events burn blister and peeling of the skin: open, wet skin area, formation of crust as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of lipoma is medically assessed as serious and not associated with the use of the device. The device misuse is assessed as non-serious and associated with the use of the device. This case meets follow-up10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister and peeling of the skin: open, wet skin area, formation of crust as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of lipoma is medically assessed as serious and not associated with the use of the device. The device misuse is assessed as non-serious and associated with the use of the device. This case meets follow-up10-day EU and 30-day FDA reportability.